Manufacturer narrative:
(B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the device was explanted on (B)(6)2017, and the patient's weight was provided as (B)(6) kg. Regarding the other medical issues initially reported, that may have contributed to the reported issue, the hcp clarified the patient had a sacral decubital ulcer which caused problems with positioning him, allowing for friction over the pump pocket and led to subsequent skin thinning and breakdown. The hcp confirmed the intrathecal baclofen pump did not contribute to the development of the sacral ulcer. It was noted breakdown from positioning in a wheelchair was possible due to the location of the pump.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of baclofen at 900.3 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion 92 has been changed to code-conclusion 11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported there was no device issue, patient/therapy issue, or procedure issue. Regarding the report there were "other medical issues," the physician had not elaborated what this meant to the rep. The pump and catheter were returned to the manufacturer. A note included with the device indicated the pump was returned to the manufacturer for "exposed hardware."

Manufacturer narrative:
Other relevant components include: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type catheter, product ID 8711, serial#: (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2017 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient had skin erosion at the pump site due to positioning issues unrelated to the performance of the pump. The date of the event was (B)(6) 2017. It was stated that there was no complaint associated with this pump or catheter (note this is conflicting with the report that the patient had skin erosion at the pump site due to positioning issues). The pump and catheter were explanted completely as surgical intervention taken to resolve the issue. It was indicated that the pump and part of the catheter would be returned by the manufacturer's representative for analysis and the other part of the catheter was discarded. It was stated that other medical issues were environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) noted no anomalies on microscopic inspection, the catheter was patent and passed pressure leak testing. Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. Eval code-result is no longer applicable. Eval code - conclusion is no longer applicable. If information is provided in the future, a supplemental report will be issued.